Event description:
It was reported the patient experienced no stimulation sensation. Three days previous to this report, it was stated the patient did not feel stimulation in the morning and had an "accident" after getting out of bed. About 15-20 minutes after that, the patient could feel stimulation again. It was noted that the implantable neurostimulator had been working "great so far" and the patient had not had any issues until recently. Stimulation was increased from 1.8 to 2.0v, but that did not help with the patient's "morning issues." A different program was selected for the patient to try. No falls or traumas were reported in relation to this event. It was indicated the patient had an appointment with their healthcare provider on (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received noted that the cause of the event was unclear. The patient was doing well with the device and did not report any issues of this nature to this reporter. The patient denied pain and had 80% improvement in leakage.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0199d, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).